Event description:
Related manufacturer report number: 1627487-2023-00751. It was reported the patient had their system explanted due to pain at the ipg site and high impedances on the lead preventing them from entering MRI mode. Follow up indicated the patient was doing well post operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.